Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported air in line all the time and will not stop alarming with tubing change which was reproduced. A review of the event history log identified multiple air in line alarms. The cause was determined to be failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and would not stop alarming even with tubing changed during testing at the biomed service. There was no patient involvement. No additional information is available.